Manufacturer narrative:
Section d4, h4: additional information. Section h3: correction. Manufacturer's investigation conclusion: a specific cause, as well as a direct relationship to heartmate ii lvas, serial number vad-9015, could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2019. The cause of death is unknown. Multiple attempts to gather additional information was requested; however, none was provided. The relevant sections of the device history records for vad-9015 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2010. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to right ventricle failure. The patient outcome was not device related. The worsening right ventricle failure required the patient be placed on hospice care. Reportedly, the device operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct relationship to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. No product is available for investigation; however, in the event that (B)(6) is returned, this investigation will be reopened to capture the investigation of the returned pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 23dec2010. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 entitled, ¿introduction¿ of this IFU lists right heart failure and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6 (under "right heart failure") further discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired. No further information was provided.